Event description:
It was reported that the customer found during inspection of the zimmer pulsavac plus device that the batteries had been exploded. The sterilization case was unopened. The customer used and finished the surgery with an alternative one. There was no patient/user harm or surgical delay associated with the report.

Manufacturer narrative:
The returned unit was received unopened. The seal remained intact and the tyvek and tray materials were not discolored. The battery pack and cover were deformed from becoming hot. One of the anodes had ejected out of the battery pack and into the tray. The battery pack was opened and the batteries were deformed with 2 batteries also exhibited evidence of overheating. Visual examination of the wiring circuit for presence of damaged wiring did reveal a condition that would have resulted in rapid battery discharge. Inspection of the device found a bare spot on the white power wire where it had shorted out against the battery terminal contact. Microscopic inspection noted pinch marks where the white wire had been pinched between the battery pack side wall and the battery terminal contact when the wire looped was installed. The review of the device history record found no specific non-conformances or anomalies with this production lot. The review of the manufacturing and testing process discovered no systemic issues with the device. The cause for this reported event is an isolated manufacturing operator error.